Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample and pictures were received for evaluation. Visual and functional testing were performed. In picture 1 and picture 3 it was observed that the breathing bag had tape. The sample was visually inspected at a distance of 12" under normal lighting to received unit, in order to detect any damaged or deformed components. No unusual conditions were observed in the breathing bag, the sample has been manipulated and has additional tape on it. No root cause could be determined since the returned sample did not present any unusual conditions. UDI is unknown. Operator of device is unknown. Report source is unknown. PMA/510k is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer attempted to connect an anesthesia device to the product at a pre-use check, but could not do it successfully because the connector of the anesthesia bag was deformed. No patient injury was reported.